Manufacturer narrative:
Device eval: the suspect device was not returned for eval. A review of the device history record revealed no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The customer did not provide any info as to if this was the initial use of the device. Based off of similar complaints it is suspected that the rotator separated at the bond between the collar and the housing. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This subassembly was built prior to implementation of the noted corrective actions. Method: eval based off of similar complaints, device history record was reviewed, complaint database was reviewed.

Event description:
The rotator on the stopcock broke on the first infusion during use. Injector settings: 10 ml/sec for 30 ml total at 846 psi. No harm or injury was reported.